Event description:
Medtronic received information regarding an external drainage and monitoring system for draining cerebrospinal fluid in the subarachnoid space of the waist. It was reported that before use, the outer packaging was checked. The packaging was intact, not damaged, no visible contamination inside, and could be used normally. On april 12, 2024, the consumable connector broke when the doctor used iodophor to disinfect the connector of the lumbar external drainage and monitoring system. The operation process was gentle and did not squeeze the consumables. The doctor replaced with a new external drainage and monitoring system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.